Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the programmer takes greater than 15 minutes to boot which gives it the appearance of not turning on, all functions were running very slowly and the software was reloaded to repair. After attempting to interrogate, the programmer generated an error and according to the logs this had occurred more than five times in the past, the link electronic module board was replaced and calibrated to resolve. Analysis also found that the tab on the power cord bay door was broken and the latch on the keyboard was broken, both were replaced. Product ID: 229047 software analyzer; (B)(4).